Event description:
It was reported the patient was unable to recharge the ipg. It was also reported the patient has been with stimulation for a couple of years. As a result, the ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.